Event description:
It was reported that the customer had blood at the insertion site and it was actively bleeding. Customer also noticed a difference between the sensor glucose readings and the blood glucose readings. Customer stated that the sensor was reading over 400 mg/dl at one point. On another incident the sensor was reading 281 mg/dl when the blood glucose reading was 136 mg/dl. Customer's blood glucose reading at the time of the call was 118 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.